Event description:
It was reported to resmed that a ventilator dependent patient using an astral 150 device expired on (B)(6) 2024. It was alleged that the astral 150 and/or associated device accessories/components failed due to mechanical or connection issues, preventing delivery of therapy and resulting in respiratory failure and death. The devices and components were alleged to be defective and lacked oral or written warnings regarding the device and/or associated device accessories/components being prone to mechanical failure. Two astral 150 ventilators with serial numbers (B)(6) and (B)(6) were present in the home at the time of the event; it is unknown which device was in use.

Manufacturer narrative:
An investigation will be performed on all available information based on reporter¿s obligations under applicable FDA regulations; however, it is likely that this matter may become the subject of litigation which may limit the company¿s ability to disclose confidential, privileged attorney client communications and work product. Investigation methods, results and conclusions are not finalized at this stage partly because the device in question has not been returned for inspection. Resmed has requested the device be returned so that an investigation can be performed. Resmed reference#: case-(B)(4).